Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege on or about various dates post-surgically, patient suffered discomfort, pain, and soreness, which in turn negatively affected patient's ability to walk, move, sit, and sleep. Patient could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had his/her blood drawn and he/she was advised of the results of said blood-work. Patient has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2009 - dor: none reported (right side). Patient is a resident of (B)(6). Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.